Manufacturer narrative:
The velocity was fractured approximately 54.0 cm from the hub. Evaluation of the returned velocity revealed a fracture. If the device is forcefully retracted at extreme angles during removal from its packaging hoop, damage such as a kink may occur. Further manipulation of a kinked device may result in a fracture. Based on the reported complaint, the fracture was likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure using a velocity delivery microcatheter (velocity), the velocity was found to be kinked upon removal from the packaging hoop. The damage to the velocity was found prior to use and, therefore, it was not used in the procedure. The procedure was completed using another velocity.